Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a mastectomy procedure on an unknown date. During the surgery a drain was placed and a reservoir was connected. Before closing up the patient the surgeon discovered that the reservoir was holding negative pressure despite the fact that the wound has not been closed yet. Another like device was used with no adverse patient consequences.